Manufacturer narrative:
A replacement part was sent, resolving customer issue. Natus has requested the affected lot containing the foam tips for further investigation of this complaint. Natus instructions include selecting the appropriate size ear tip for the patient, as well as instructions regarding using larger size foam tips for insertion into the ear canal. Supplemental report will be submitted as needed.

Event description:
Natus medical received a complaint on (B)(6) 2017. That their oae pediatric foam tip are remaining in the patient ear while the probe is being removed from the patient ear. The customer confirmed that there was patient involvement but no death/serious injury, delay in treatment, or environmental/safety concerns.

Manufacturer narrative:
This issue was investigated through corrective actions. The root cause of this issue was confirmed to be inadequate application of the adhesive which secures the foam to the lumen tube.